Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. The last device interrogation in 2023 indicated seven years of remaining battery life, however, on (B)(6) 2025, the battery life remaining was about one year only. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.